Event description:
It was reported to philips that the system's geometry failed, which can impact geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the customer wanted to a routine check on the whole system and no malfunction was reported. Hence, the fse ran a check and evaluated the log file, but there were no problems with the system, which was functioning as intended. After functional checks, the system was returned to working conditions. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Troubleshooting found no problem with the system and the customer wanted to a routine check on the whole system. The system was confirmed to be operating per specifications and the rse deemed that the system was in use in good working order. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.